Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check a polarity switch was noted on the pacing lead. A gradual increase and high impedance were noted. Increasing and high thresholds were also noted. A lead replacement procedure has been scheduled due to patient experiencing anxiety. No further patient complications have been reported as a result of this event.